Event description:
A male pt underwent uncomplicated coronary intervention in 2007. The mynx closure device was used to close the cfa access site and hemostasis was achieved without complication. The pt was discharged on two days later without incident. The pt was readmitted on the following month for add'l elective coronary intervention. During femoral angiography, it was reported that a mobile organized lucency/mass was identified in the area of the previously placed mynx device. The pt was asymptomatic with no noted leg pain. There were no leg discolorations and the leg temperature was normal. While the existence of the small mass was associated with no symptoms, the physician elected to aspirate the mass but in attempting to capture the mass, it was embolized, and the pt was transferred to the operating room for vascular surgery. Vascular repair and exploration of the right groin was performed with removal of thrombus (and a material reported as mynx sealant, although confirmation/documentation of the pathology of the material was requested but not provided). The pt reportedly tolerated the procedure well without complication and discharged three days later without further incident. No add'l information provided.

Manufacturer narrative:
The device was not returned for evaluation, however the lot number was provided for review. No issues were noted during the lhr review that suggests the device may have caused or contributed to the reported incident. Based on the information provided and the investigation performed, the root cause of the incident could not be determined. There is no evidence to suggest that the mynx device did not meet specifications or perform as intended per IFU.